Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to high blood glucose (bg) over 600 mg/dl. The customer alleged that elevated bg was due to pump not delivering insulin properly. The customer was discharged the same day with high bg resolved. The customer declined to provide further information regarding the event and declined tandem technical support's offer to troubleshoot. Reportedly, after being discharged, the customer continued to use the pump for insulin therapy.